Manufacturer narrative:
This report is for an unknown artificial disc replacement: prodisc c /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent c6-c7 prodisc-c removal. The disc space over-stuffed and stretched out the facet joints causing a failure. Originally, the patient underwent prodisc-c implantation six (6) years ago. The prodisc-c implant was successfully explanted and the patient was revised to fusion with plate and cage. The procedure was successfully completed with no surgical delay. Patient outcome was successful. This report is for one (1) artificial disc replacement: prodisc c. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part number: 09.820.055s, lot number: 7687116, supplier lot number: n/a, manufacture date or release to warehouse date: 06/04/2014, expiration date: 04/2018, supplier/manufacture site: brandywine. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 09.820.055.1, component lot number: 7539259, supplier lot number: 2013005849, manufacture date or release to warehouse date: 04/09/2014, expiration date: n/a, supplier/manufacture site: (B)(4)/ brandywine. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 09.820.055.2, component lot number: 7539229, supplier lot number: 2013006034, manufacture date or release to warehouse date: 04/03/2014, expiration date: n/a, supplier/manufacture site: (B)(4)/ brandywine. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 09.820.055.2, component lot number: 7539230, supplier lot number: 2013006035, manufacture date or release to warehouse date: 04/01/2014, expiration date: n/a, supplier/manufacture site: (B)(4)/ brandywine, review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component part number: 09.820.055.3, component lot number: 7539272, supplier lot number: 2013005894, manufacture date or release to warehouse date: 03/20/2014, expiration date: n/a, supplier/manufacture site: (B)(4)/ brandywine. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture / assembly of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent c6-c7 prodisc-c removal, due to disc space over stuffed and stretched out the facet joints causing a failure. Originally, the patient underwent prodisc-c implantation 3.5 years ago. The prodisc-c implant was successfully explanted and the patient was revised to fusion with plate and cage. The procedure was successfully completed with no surgical delay. Patient outcome was successful.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.